Event description:
It was reported that during a lap cholecystectomy procedure, the clips scissored. A new smaller applier was used to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.